Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device. Patient stated the up button on the infusion device does not work. Patient reported being unable to confirm the e8 error message. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result e8 were found in the history. The up button is permanent active due to an external mechanic damage. As result of the defective button the pump correctly triggered an unclearable e8 error message. The investigations revealed, that the failure is related to mishandling of the product.